Manufacturer narrative:
After further review, this complaint is no longer reportable. Correction: e2, g2.

Event description:
It was reported that error 500.5040 occurred on the device. There was no patient involvement.

Manufacturer narrative:
The reported event of device had etco2 500.5040 error was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 11jan2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed.

Event description:
It was reported that error 500.5040 occurred on the device. There was no patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that error 500.5040 occurred on the device. There was no patient involvement.